Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/25/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a review of the pump¿s black box data showed several pump reboots. A visual inspection of the pump showed a crack in the battery compartment. The returned battery cap had stripped threads and was not able to secure properly to the pump. The pump rebooted using the returned battery cap. A test battery cap was able to attach to the pump and was used to complete testing. During testing, a 24 hour duration test was performed successfully with no power interruptions. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found.